Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks due to an atrial arrhythmia. Therapy was exhausted. No additional adverse patient effects were reported. This device remains in service.